Manufacturer narrative:
Correction information provided in d.4. (Lot number). The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a stent implant procedure, it was noticed a possible progression of endothelial cell count (ecc) loss since the completion of the study in 2022. The physician was planning to explant. During the study, loss of ecc was noted between the 108 month visit and the 120 month visit. It was not documented or reported as an adverse event. Additional information has been requested, received and stated the physician decided and trimmed stent instead of complete removal during surgery. The anterior chamber appearance was deep. Post-op medications (alpha agonist, prostaglandin analog, anticholinergic drug, corticosteroid, quinolone antibiotic) were given to patient.